Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision related to infection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: hh5581. Device history review: DHR and sterile cert were reviewed for part number (B)(4) batch number (B)(4). No deviations or anomalies were observed. A copy of the DHR and sterile cert are attached. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.